Manufacturer narrative:
During fluid path testing, fluid was noted to rise above the o-ring. This indicates that the o-ring is inadequate. Corrosion was observed on the pcb, linkage assembly, and bottom battery. An 0x3d alarm was observed in the data, indicating that fluid entered the device. No timeouts nor drive stalls were observed in the data. The leak caused by the inadequate o-ring caused the corrosion and alarm. These factors ultimately contributed to the device's failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 361 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied and a bolus was delivered to treat the hyperglycemia.